Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5060598) on 29-mar-2016. The most recent information was received on (B)(6)2019 . This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('hashimoto's disease (hashimotos hypothyroidism) /autoimmune disorder type of disorder: hashimotos') in a 39-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: etonogestrel. Concurrent conditions included hashimoto's thyroiditis and autoimmune disorder. Concomitant products included levothyroxine sodium (synthroid) since 2016. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On 25-mar-2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)/psychological or psychiatric problems condition:depression, anxiety"), mood swings ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced dyspareunia ("paniful intercourse /dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:depression, anxiety"). On (B)(6)2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 10 months 23 days after insertion of essure. In (B)(6) 2016, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: atrophic gastritis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced complication associated with device ("device complications"), rash ("skin rash"), inflammation ("inflammation") and abdominal pain lower ("lower left and lower right abdomen"). The patient was treated with iron, levothyroxine and surgery (in (B)(6) 2015 bilateral salpingectomy and robotic assisted laparoscopic removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation, mood swings, female sexual dysfunction, anxiety, fatigue, chronic gastritis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, chronic gastritis, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left ostium-4 coils were noted to be trailing in the uterine cavity. The right ostium-7 coils were noted to be trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-jan-2015: results: tubal occlusion; on (B)(6)2015: results: normal placement of bilateral essure inserts.; on (B)(6)2015: results: total bilateral occlusion. Diagnostic results: it was reported that since 2017, nature throid. Thyroid medication was prescribed for autoimmune disorder type of disorder: hashimotos. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Concomitant condition and event: lower left and lower right abdomen outcome were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060598) in united states on 29-mar-2016 who had essure (fallopian tube occlusion insert) inserted. The consumer reported that almost a year after having the essure procedure, she was diagnosed with an autoimmune disease called hashimotos disease (hashimotos hypothyroidism). She had always been an extremely healthy woman and never had any type of disease. She was currently taking levothyroxine (levothyroxine) and iron (iron [iron]) daily. Required intervention and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to the event. Follow-up information received on 21-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Follow-up information received on 22-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. Plaintiff had the device removed due to complications. No further information was reported. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and a year later was diagnosed with hashimoto's disease (hashimotos hypothyroidism). According to additional information received through legal claim, it was informed the essure devices were removed. This event is unlisted in the reference safety information for essure while essure removal is listed. Hashimoto thyroiditis is an autoimmune thyroid disease characterized by the destruction of thyroid cells by various cell- and antibody-mediated immune processes. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality with the suspect insert was assessed as unrelated. If essure removal is necessary, a surgical procedure may be required. In this case the reason of essure removal was not specified, nevertheless, given events nature, causality between this event and essure use cannot be excluded and therefore this case was then classified as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimoto's disease (hashimotos hypothyroidism)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), rash ("skin rash"), depression ("depression"), alopecia ("hair loss"), inflammation ("inflammation ") and dyspareunia ("painful intercourse"). The patient was treated with levothyroxine, iron and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation and dyspareunia outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, complication associated with device, depression, dyspareunia, inflammation, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event medical device removal deleted and event skin rashes, depression, hair loss, inflammation, painful intercourse, pain was added and essure start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5060598) on 29-mar-2016. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimoto's disease (hashimotos hypothyroidism) /autoimmune disorder type of disorder: hashimotos") in a 39-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis. Concomitant products included levothyroxine sodium (synthroid) since 2016. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)/psychological or psychiatric problems condition:depression, anxiety") and mood swings ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)"). In (B)(6) 2015, the patient experienced dyspareunia ("paniful intercourse /dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:depression, anxiety"). On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: atrophic gastritis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced complication associated with device ("device complications"), rash ("skin rash"), inflammation ("inflammation") and abdominal pain lower ("lower left and lower right abdomen"). The patient was treated with levothyroxine, iron and surgery (in (B)(6) 2015 bilateral salpingectomy and robotic assisted laparoscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation, mood swings, female sexual dysfunction, anxiety, fatigue, chronic gastritis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, chronic gastritis, complication associated with device, depression, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left ostium-4 coils were noted to be trailing in the uterine cavity. The right ostium-7 coils were noted to be trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubal occlusion; on (B)(6) 2015: normal placement of bilateral essure inserts. Then total bilateral occlusion it was reported that since 2017, nature throid. Thyroid medication was prescribed for autoimmune disorder type of disorder: hashimotos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5060598) on 29-mar-2016. The most recent information was received on 25-oct-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimoto's disease (hashimotos hypothyroidism) /autoimmune disorder type of disorder: hashimotos") in a 39-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: etonogestrel. Concurrent conditions included hashimoto's thyroiditis. Concomitant products included levothyroxine sodium (synthroid) since 2016. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)/psychological or psychiatric problems condition:depression, anxiety"), mood swings ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:depression, anxiety"). On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: atrophic gastritis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced complication associated with device ("device complications"), rash ("skin rash"), inflammation ("inflammation") and abdominal pain lower ("lower left and lower right abdomen"). The patient was treated with levothyroxine, iron and surgery (in (B)(6) 2015 bilateral salpingectomy and robotic assisted laparoscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation, mood swings, female sexual dysfunction, anxiety, fatigue, chronic gastritis, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, chronic gastritis, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left ostium-4 coils were noted to be trailing in the uterine cavity. The right ostium-7 coils were noted to be trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: tubal occlusion; on (B)(6) 2015: normal placement of bilateral essure inserts. Then total bilateral occlusion it was reported that since 2017, nature thyroid. Thyroid medication was prescribed for autoimmune disorder type of disorder: hashimotos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, event added- dysmenorrhea, historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5060598) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimoto's disease (hashimotos hypothyroidism)") in a 39-year-old female patient who had essure (batch no. C22916) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), rash ("skin rash"), depression ("depression"), alopecia ("hair loss"), inflammation ("inflammation ") and dyspareunia ("paniful intercourse"). The patient was treated with levothyroxine, iron and surgery (bilateral salpingectomy and robotic assisted laparoscopic removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation and dyspareunia outcome was unknown. The reporter considered alopecia, autoimmune thyroiditis, complication associated with device, depression, dyspareunia, inflammation, pelvic pain and rash to be related to essure. The reporter commented: the left ostium-4 coils were noted to be trailing in the uterine cavity. The right ostium-7 coils were noted to be trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubal occlusion; on (B)(6) 2015: normal placement of bilateral essure inserts. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Lot number added. Removal surgery details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5060598) on 29-mar-2016. The most recent information was received on 13-jun-2018. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("hashimoto's disease (hashimotos hypothyroidism) /autoimmune disorder type of disorder: hashimotos") in a 39-year-old female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis. Concomitant products included levothyroxine sodium (synthroid) since 2016. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)/psychological or psychiatric problems condition:depression, anxiety") and mood swings ("depression /hormonal changes describe: depression, mood swings (event splitted for coding)"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:depression, anxiety"). On (B)(6) 2016, 10 months 23 days after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced chronic gastritis ("gastrointestinal or digestive system condition type: atrophic gastritis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced complication associated with device ("device complications"), rash ("skin rash"), inflammation ("inflammation") and abdominal pain lower ("lower left and lower right abdomen"). The patient was treated with levothyroxine, iron and surgery (in (B)(6) 2015 bilateral salpingectomy and robotic assisted laparoscopic removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the autoimmune thyroiditis, complication associated with device, rash, depression, alopecia, inflammation, mood swings, female sexual dysfunction, anxiety, fatigue, chronic gastritis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, autoimmune thyroiditis, chronic gastritis, complication associated with device, depression, dyspareunia, fatigue, female sexual dysfunction, inflammation, menorrhagia, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: the left ostium-4 coils were noted to be trailing in the uterine cavity. The right ostium-7 coils were noted to be trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubal occlusion; on (B)(6) 2015: normal placement of bilateral essure inserts. Then total bilateral occlusion. It was reported that since 2017, nature thyroid. Thyroid medication was prescribed for autoimmune disorder type of disorder: hashimotos. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter was added. Patient¿s address was updated. Patient¿s detail, concomitant drug, lab data and unstructured relevant tests were added. Essure indication was updated. Mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), anxiety, fatigue, gastrointestinal or digestive system condition type: atrophic gastritis, lower left and lower right abdomen were added as events. Outcome of the events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.